Event description:
Boston scientific received information that this right ventricular (rv) lead had elevated thresholds and poor sensing. It was found that the lead had pulled back. The lead was successfully repositioned. There were no additional adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.